Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs not withstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 21-nov-019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, distal tip annual maintenance, biopsy insulation ring deformed, insertion tube lump at stage 1, passed wet leak test, passed dry leak test, hole in # 2 remote control button cover, light carrying bundle distal cover glass, middle chipped. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. O-rings and seals, air/water tube, deflector operating wire, deflector staycoil, lcb distal cover, operation channel, bending rubber, distal case/cap, insulation ring assy, remote control button, o-ring(0.5x1.3). The duodenoscope was is pending repair and final qc approval as of 06-dec-2019.